Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The mini trek is being filed under a separate manufacturer report number. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: analysis of the returned product noted blood and contrast visible in the loosely folded balloon and in the inflation lumen, consistent with preparation and a rupture while in the patient anatomy. A new indeflator, filled with water, was used to pressurize the balloon when fluid was observed leaking from a pinhole 1.5 mm proximal to the distal marker. There were no scratches visible. Balloon ruptures can be affected by numerous factors including, but are not limited to, balloon damage during manufacturing, materials, interactions with the stent or other devices, patient anatomy, a previously implanted stent, lesion calcification and tortuosity, or insufficient preparation prior to use. The trek catheter was sent to scanning electron microscopy (sem) for analysis and it was determined that the balloon failure may possibly be attributed to mechanical damage to the outer surface. Damage was observed both at and near the leak. The leak was located at a fold crease. There were no reported leaks during preparation for use, which may indicate that the rupture was not present prior to the procedure. Additionally, the lesion was reported as heavily calcified and may have contributed to the reported difficulty. It may be likely that the balloon material was damaged during interactions with accessory devices, or the mildly calcified lesion, such that the balloon ruptured upon the first inflation at 12 atmospheres (atm) which is below the rated burst pressure (rbp). A review of the finished device lot history records did not reveal any non-conforming material records associated with this lot which could have contributed to the reported event. Based on the information received with this incident, the analysis of the returned product and the results of the sem analysis, the reported balloon rupture appears to be related to the operational context of the procedure. All dilatation catheters are visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp.

Event description:
It was reported that the mini trek ruptured at 16 atmospheres (atm) with the first inflation and the trek ruptured at 12 atm with the first inflation in the heavily calcified mid left circumflex (lcx)artery to the bifurcation of the obtuse marginal (om) artery. There were no adverse patient effects. An nc voyager 3.0 x 15 mm was used to complete the procedure where a 3.0 x 12 mm vision and 3.0 x 18 mm vision were implanted in the lcx and om respectively without further incident. There was no additional information provided.